Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of implant site due to infection. On (B)(6) 2018, the pocket was flushed out with antibiotics and the implantable cardioverter defibrillator was left in place. The patient condition was stable.